Event description:
It was reported that the patient presented in clinic arrhythmia. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was recovering after the procedure.